Manufacturer narrative:
Not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging of a thermal event to a dreamstation auto bipap device. The user alleges the device/power cord or supply caught fire and the device caught fire. There was no patient harm or injury reported. This event is reportable due to the potential to cause or contribute to a serious injury as identified in CAPA pr7211. A report will be filed with all regulatory agencies. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an initial/final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.